Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. No data was found in the investigation window. Functional testing and manual "try it " testing could not be performed due to the perpetual rebooting. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The complaint confirmation of the intermittent audio output could not be determined as all audio testing could not be completed. The probably cause could not be determined.